Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the swg separated. The event occurred in the sicu to a male patient who was badly burned and swollen. The doctor inserted the introducer needle and got good blood return, glided in the swg with ease, and then inserted the arterial line over the swg. Resistance was encountered when inserting the catheter, so it was decided to abort the procedure and start again. The doctor pulled out the catheter with ease but when he went to pull out the swg, it wouldn't come out. The doctor pulled a little harder and it finally came out but part of it broke off and the rest had come unraveled. They placed another arterial line successfully above the original insertion site and then took the patient to x-ray. The x-ray showed a piece of the swg stuck in the patient's soft tissue. The piece of swg left in the patient will need to be surgically removed. No death occurred to the patient.